Event description:
The report received from the field indicated that during a percutaneous coronary intervention (pci), as the physician was advancing the sakura durastar 3.75 x 10 mm balloon through the guiding catheter, the shaft of the delivery system/balloon fractured/separated. There was no reported patient injury. Additional information has been requested, but is not available at this time.

Manufacturer narrative:
The product was returned for inspection. As it was reported by a sales representative, as the product was being pushed through the guide catheter the balloon snapped off. Several attempts have been made to collect more information about the patient, the vessel characteristics and details of the event without success. There was no patient injury reported. The product was returned for analysis. The product was returned for inspection. One non-sterile dura star ptca catheter 2.50 x 15 mm was received coiled inside of plastic bag. Residues of inflation medium were observed inside. Two kinks were observed over the shaft section at 34.7 cm and 76 cm proximal to the hub. The outer body section was separated from the shaft section at 119 cm from the hub. The outer body and shaft separated sections show irregular cut contours and some flash particles on the plastic separated surfaces. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The exact cause of the failure experienced by the customer could not be determined, however, it does not appear to be related to the manufacturing process and no corrective actions will be taken at this time. With the limited information available, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Please note that this is the initial/final report for this product.